Manufacturer narrative:
The device was received for evaluation containing 84ml of fluid in the bladder. During visual inspection a non-baxter device was noted to be attached to the folfusor's distal luer. No evidence of fluid was observed flowing from either device. However, after the non-baxter device was removed, evidence of continuous flow of fluid was observed coming out of the folfusor's distal luer. A functional flow rate test was performed, and the device was found to be within the product specification range. Therefore, the cause of the condition was due to the non-baxter device. The folfusor functioned as intended once the non-baxter device was removed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This issue was discovered during preparation. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.